Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that there was no line power to the mobile view station (mvs). The mvs fuses were open. The fuses were replaced and performed gain calibration. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure when plugging the mobile view station (mvs) power cord into the wall sparks were observed in the clear plastic plug. It sparked a few times when plugging it in and then the mvs would no longer power up. There was no patient present when this issue was identified.